Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign objects came out of the nozzle. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material may have been remained because reprocessing on the subject device was deviated from instructions for use (IFU). However, the root cause of the reported event is unable to be determined. The event can be detected/prevented by following the instructions for use (IFU) sections: IFU states detection methods in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.